Event description:
It was reported that during an unk procedure, both devices would not close for the surgeon. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: d4: batch#: f5v06e. Eval summary: the analysis results found that the ats45 device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device closed without any difficulties noted. The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.